Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture two days after implant. The lead was repositioned and thresholds values were found to be less than 1v. After the repositioning procedure, the patient experienced a decrease in blood pressure and was being paced at 40 paces per minute. No reprogramming was performed as the patient's rate had increased to stable values, but the patient was given dopamine and their blood pressure stabilized. One day after the repositioning procedure, loss of capture was seen again. Impedances were stable around 500 ohms. The lead was ultimately explanted and replaced. The new lead was placed in a more posterior location. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.